Manufacturer narrative:
The occupation is lay user/patient.

Event description:
Customer complained of a discrepant inr result between coaguchek xs meter (B)(4) and a lab using an unknown reagent. At 6:00 am, the result was 5.7 inr. At 9:00 am, the customer had a lab test and the result was 4.2 inr. The customer's coumadin was held for two days based on the lab result. There was no allegation of an adverse event. Customer's current condition is "fine". The customer's therapeutic range is 2.5-3.5 inr. The customer does not have any hematocrit issues and does not have antiphospholipid antibodies. Customer is not on any other anticoagulants. The customer has not had any new illness or medication changes. Customer has had increased apple consumption recently but no other diet changes. Retention test strips (286320) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.